Event description:
Add'l info rec'd from MFR 2/24/00: the ICD performed normally throughout all tests and was found to meet spec. The lead was not returned for analysis. Follow-up with the rptr has found that the pt fully recovered and has experienced no further adverse events. Guidant trends infections by sterile lot numbers to assess the integrity of each sterile lot. There have not been any other complaints of infection associated with the sterile lot for either the ICD or the lead. The ICD and lead were explanted. The ICD was returned for analysis; as of 2/24/00, the lead has not been returned to guidant.

Event description:
Pt had implantation of aicd in 1998. In 1999, the skin over the lead became excoriated and broke down. The area was excised and re-closed and the pt had 2 days intravenous antibiotics. The area continued to be red, inflamed and draining pus despite ongoing oral antibiotics. Pt was hospitalized in 1999 and the defibrillator and lead were extracted.